Event description:
Indication: other encephalitis and encephalomyelitis. Home health rn reported error message "system timed out" when turning on pump (serial number and expiration date not provided) for first day of 3-day infusion. Nurse reports they tried replacing batteries and restarting but getting same error message. Nurse already pooled drug and will give day infusion via gravity. Pharmacy to replace pump. No missed dose reported. No adverse event(s) reported due to product issue. Return material sent for return of product associated with event. Item available for investigation pending return by pt. Gamunex dose varies by day: infuse 225gm (2250ml) intravenously over 3 days as follows day 1 90gm (900ml), day 2 85gm (850ml) and day 3 50gm (500ml) every 4-6 weeks. No further info.